Event description:
Erroneous k+ result (decreased) in which physician treated 1 pt with potassium. Spoke with chemistry supv for user facility, problem was only occurring in ER of issues of decrease k+ results. Repeat specimens drawn by lab, (not ER stuff) and all results were within acceptable range; with same lot# in question. Chemist supv to speak to ER staff with regards to order of draw and proper collection sites. Review of database indicates no other issues with this production lot number.